Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings: the keypad was found to be peeling along the left edge and torn between the up and contrast buttons. A hole was discovered in the audio bolus button cover. Evaluation revealed that the up and down arrow keypad buttons were intermittently responsive and required increased force to elicit a response. The contrast button key contact was found to be missing. There was evidence of keypad contamination found under all remaining key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up and down arrow button are intermittently working. The reporter states that she has to press it hard and several times to get it to work. The issue started weeks ago, progressively getting worse.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.